Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, an operating room (or) staff reported a recoverable fault, specifically error 319 on the universal surgical manipulator (usm) 2. After viewing live logs, the intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the operating room (or) staff to cycle system power, perform an emergency power off (epo), and use the breaker on the patient side cart (psc). However, the faults persisted upon system power-up. The or staff followed system prompts to disable the usm arm 2, allowing the surgeon to continue the procedure robotically using the remaining arms. The clinical sales representative (csr) also called in to report the issue, confirming that the procedure was being continued with the other arms. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the proximal set-up joint (psuj). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed and in the system logs, the error 319 was found confirming the fault on the field. Upon visual inspection, no issues were found that would be related to the reported event. The set-up joint (suj) was installed onto a golden system where error 319 was triggered at startup, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where the fiber power test failed. A golden fiber optic cable was aba tested, and the fiber optic cable was verified to be the source of the fault.